Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed inappropriate automatic mode switch due to far r oversensing. Programming changes were performed to resolve the issue. There were no patient consequences.